Event description:
A pt with multiple sclerosis, screened on 12/9/99, with 50 mcg intrathecal bolus of intrathecal baclofen had a positive response to screening bolus and was implanted with a synchromed pump in 99. In 2000, a dislodgement of the catheter with meningitis was reported. One month later a second report stated the pt had ongoing meningitis and the pump was explanted eight days later.